Event description:
It was reported that after undergoing an ion endoluminal biopsy procedure, the patient developed a pneumothorax that required hospitalization and chest tube placement. The target lesion was 14 mm x 21 mm x 16 mm in size and located in the left lower lobe, 10mm to the nearest pleura. The procedure was completed with no intra-procedural issues nor device malfunction reported. After the procedure, the patient was found with a 54mm pneumothorax on chest x-ray which increased in size over time. The patient also exhibited symptoms of dyspnea and chest pain. A pigtail catheter was placed and the patient was hospitalized. The pneumothorax was resolved the next day which was confirmed by x-ray, and the patient was discharged after the chest tube was removed.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported incident cannot be determined. Review of the ion system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event.